Event description:
It was reported by the rep that the (1) er320 and the (2) er420 were used during a laparoscopic cholecystectomy procedure. It was reported that the clips were splitting. There was no pt consequence.